Event description:
It is reported that the pt was revised for femoral loosening.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the exact duration of in vivo time is unk but according to the report, the implants could have been implanted approximately 10 years ago. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.